Event description:
After a coronary angiogram on 1/14/97, a device was placed in right femoral artery. On 1/20/97 pt reported to urgent care with subcutaneous hemorrhage into right medial thigh. An ultrasound was performed. It showed a pt femoral artery and vein. There was no evidence of any pseudoaneurysm or a-v fistula. There was no evidence of dvt. A 2 cm. Hypoechoic solid appearing mass was located medial to the common femoral artery. Follow-up of event with cardiac cath lab supervisor, showed that ultrasound was read as "negative", and that there was no treatment performed on the pt. Pt is currently doing well with no further sequelae. Lab supervisor does not believe this was a clinically significant incident.